Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a libre sensor error within the first 12 hours of use. During this period, the user experienced hypoglycemia with a lowest blood glucose (bg) of 55 mg/dl, which was corrected with food. Bg later peaked at 252 mg/dl and then returned to range. No symptoms were reported, and no medical intervention was required.